Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: suspected identifications were reported for 5 patients. Vitek ms result : patient 1 (sample ID (B)(6)): enterobacter aerogenes. Patient 2 (sample ID (B)(6)): proteus mirabilis. Patient 3 (sample ID (B)(6)): proteus mirabilis. Patient 4 (sample ID (B)(6)): no ID. Patient 5 (sample ID (B)(6)): enterobacter hormachei. Expected identification : patient 1 (sample ID (B)(6)): k. Pneumoniae. Patient 2 (sample ID (B)(6)): proteus mirabilis. Patient 3 (sample ID (B)(6)): proteus mirabilis. Patient 4 (sample ID (B)(6)): dermacoccus nishinomiyaensis or kytococcus sedentarius. Patient 5 (sample ID (B)(6)): salmonella sp. Only three (3) (patients 1, 4 and 5) have been analyzed during investigation. The strains from patients 2 and 3 were not available for further investigation. On the other hand, three (3) samples were received from the same patient (patient 5: samples ID (B)(6)), one (1) sample from patient 4 (sample ID (B)(6)) and one (1) sample from the patient 1 (sample ID (B)(6)). You will find below the investigation summary regarding patients 1, 4 and 5: for patient 1: as there was no information about the method used to confirm the identification to k. Pneumoniae and as the organism was not available for further investigation, it is not possible to confirm if it was a misidentification for this patient results. For patients 2 and 3: strains were not available for further investigation, so it is not possible to conclude for these patients. For patient 4: vitek® 2 has been used as alternative method to identify the sample ID (B)(6) and the results obtained were: dermacoccus nishinomiyaensis or kytococcus sedentarius. As vitek® 2 gave two (2) different organisms identification, it is not possible to confirm which species is the correct identification between dermacoccus nishinomiyaensis and kytococcus sedentarius. The hypothesis for this case is that the organism tested is not included in the vitek® ms knowledge base (kb). To confirm this hypothesis, sequencing of the organism should be done. As the final identification is not known, it is not possible to confirm the identification issue with vitek® ms. For patient 5: vitek® 2 has been used as alternative method to identify the samples ID (B)(6) and the results obtained were: salmonella arizonae. After a retest was performed on (B)(6) 2017 on the sample (B)(6) with vitek® ms kb v3.0, the expected identification was: low discrimination to salm.enter.arizonae / salm.ent.diarizonae / salmonella group. As this retest has not been done for the samples ID (B)(6), it is not possible to conclude the correct identification for these samples. There are several limitations in the kb user manual ref. 161150-556-b for vitek® ms clinical use v3.0 for salmonella: critical pathogens. Handle isolate with extreme caution and send to a reference laboratory for identification confirmation following your laboratory's protocol and/or country regulations. Confirmation of identification by serological tests. Note 1: the kb user manual ref. 161150-556-b for vitek® ms clinical use v3.0 mentions the following limitations: additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results. Note 2: between the issue ((B)(6) 2017) date and the retest ((B)(6) 2017) on vitek® ms kb v3.0, a new fine tuning was performed ((B)(6) 2017). Investigation findings: non-optimal fine tuning after preventative maintenance (pm): identification issue occurs after pm. Non-optimal spot preparation: the analysis of the graph indicates that "all peak number" is quite heterogeneous. Sample preparation seems to have been optimized. Issue with the matrix used: identification issue observed by the customer were fixed by the use of a new batch of matrix chca sent by the local biomérieux representative.

Event description:
A customer from (B)(6) reported to biomérieux identification problems for five patient isolates in association with the vitek® ms instrument. The customer reported multiple no identification results during initial and repeat testing, and some tests were repeated using vitek® 2. Patient 1 - enterobacter aerogenes was identified when klebsiella pneumoniae was expected patient 2 - proteus mirabilis was identified with difficulty. Patient 3 - proteus mirabilis was identified with difficulty. Patient 4 - dermacoccus was not identified but identified with vitek® 2. Patient 5 - enterobacteria was not identified; salmonella identified with vitek® ms. The customer stated incorrect results were not reported to a physician and patient results and treatment were not impacted. There was a delay greater than 24 hours for reporting results. A biomérieux internal investigation will be initiated.